Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. No damage is observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to a glassine envelope with viscoelastic. The lens has been cut into two piece typical of a removal. The lens was cleaned with lphse. Scratches are observed. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported event cannot be determined. No device damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. Scratches were observed on the lens, but these may have occurred during the lens removal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens shot forward from the injector and caused a tear in the posterior capsule. The lens was removed from the eye and an anterior vitrectomy was performed. The surgery was completed with a back up lens. Additional information was requested.